Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch where it was reported that the product had a pin hole in the plastic on top. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Received one-hundred forty-four new. List #(B)(6) primary plum y-type blood sets. As received small evenly spaced holes were observed on the exterior packaging of the sets. Those small holes are purposely put in to allow for the air to escape. Packaging icon denotes these are sterile fluid path sets. The caps on the ends of the sets maintain sterility of the internals of the sets. The complaint of pin hole in plastic wrapping can be confirmed. However, these small holes are intentional and do not affect the form, fit, function or sterility of the product. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.